Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. The shaft separation was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in the distal left anterior descending (lad) artery with mild tortuosity and heavy calcification. A 3.25x33 mm xience xpedition rx stent delivery system (sds) was advanced with resistance due to the patient anatomy and the proximal shaft separated. The sds was removed without resistance and replaced with an unspecified stent system to complete the procedure. There was no adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.